Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button appears to be stuck down. During troubleshooting with tandem technical support, it was confirmed that the device still turns on when plugged into a power source. The customer's blood glucose level was 187 mg/dl. The customer took a manual injection via an insulin pen. It was indicated that the customer has insulin pens available as alternate insulin therapy.